Event description:
Boston scientific received information that during an associated device explant, this right ventricular lead was explanted due to high pacing threshold values. The physician reported exit block and notable insulation damage on the distal coil was observed post explant. The lead is intended to be returned and another boston scientific lead successfully implanted.

Manufacturer narrative:
Upon return, visual inspection of this lead noted damage to the insulation and conductor coils at 70-75mm from the is-1 terminal pin. The outer insulation was ruptured through and all four conductor wires underneath were melted. Abrasion in the insulation appeared jagged and was consistent with lead-on-can contact.

Manufacturer narrative:
Following product return and completion of lab analysis, a follow-up report will be submitted.